Event description:
Paramedics responded to a person diagnosed in cardiac arrest. An attempt was made to administer a shock using the standard external paddles. The device allegedly displayed the message connect cable each time the paddles charge button was pressed. The operator attached the defibrillation cable and attached disposable defibrillation/pacing/ECG electrodes to the pt and successfully delivered a shock. The pt was not resuscitated. The device operator indicated the reported malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.